Event description:
Per provider, 4-way valve is not switching; s/n (B)(4).per independent repair center statement, the unit was alarming or red light. The key failure was the 4-way valve not switching. Additional malfunctions were red flashing/continuous led on the pc board, broken tie straps on the sieve beds, the pilot valve being contaminated, the o-ring leaking, and broken tie straps on the pcb.